Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. However during evaluation, it was found that the pawls were bent, which is indicative of being power broken and a hole in the hose by the muffler. The assignable root cause of the powerbroken was a failure to follow the directions for use and running the device in the safe or load position. This is indicative of user error / abuse and possibly misuse. The assignable root cause for hole in muffler was caused by the manufacture fixture - damage on location 1 of the muffler due improper assembly / manufacture. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the drill bit on the motor device was not locking . During in-house engineering evaluation, it was found that the pawls were bent which was indicative of device being power broken; and a hole in the hose damage by the muffler. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.